Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified issue was most likely attributable to the use of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/address line 1:(B)(6).

Event description:
It was observed that during the device evaluation, the telescope exhibited detachment of the locking pin. There was no patient involved.